Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the roller clamp on the primary sets recently seems stiffer and difficult to engage tightly, which is hard on the nurses' hands and thumbs. This is occurring in multiple departments, predominantly in systemic therapy. They have an increasing number of nurses with hand injuries and feel this issue is one contributing factor. One nurse is currently off work and undergoing physical therapy for a related hand injury. There was no report of patient involvement.